Event description:
It was reported that placed in operation room, but urine outflow could not be confirmed in the foley catheter. After removal, an intra-balloon flush could not be performed.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that placed in operation room, but urine outflow could not be confirmed in the foley catheter. After removal, an intra-balloon flush could not be performed.

Manufacturer narrative:
The reported event is confirmed manufacturing related. This is addressed by CAPA 11881143. Visual evaluation of the returned sample noted one opened (without original packaging), used silicone foley catheter with syringe. Visual inspection noted blockage at funnel when methylene blue solution (mbs) was introduced into the drainage lumen. This is out of specification per inspection procedure (B)(4) , revision 13, which states, "material should not obstruct the inflation notch, eyes and / or drain lumen, notch must be complete." The root cause for this failure, per CAPA 11881143, is due to a hole or damage between the drain lumen and the thermistor lumen caused by the method of removing the molded funnel from the core holder, this damage allows the rtv adhesive, applied to secure the thermistor, to migrate into the drainage lumen, resulting in blockage. Risk review, labeling review, and DHR review are not required as event has already been investigated per CAPA 11881143. Refer to CAPA 11881143 for further details. Correction: d,e,f,h. UDI format updated with available product information per gudid. Initial reporter name:(B)(6). H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.